Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord plug was found to have loose connection. The power cord was tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system shut down, prior to any case. No patient injury was reported.